Event description:
The suspect device result was 312 mg/dl. The user didn't feel well and their spouse called the paramedics. The emts checked their glucose on their meter and their meter and the level was 59 mg/dl. The emts gave pt a coke and food. They retest at 89 mg/dl. Controls were not used. The deice was replaced and requested to be returned for evaluation.